Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and a new ipg was implanted deeper into the pocket site. Surgical intervention addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight, causing the ipg to move within the pocket. The patient experienced pain due to the issue. Surgical intervention may be pending to address the issue.